Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/10/2015 to the present date 1/14/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for test failure - rate/volume accuracy which does not correlate to the customer reported issue.

Event description:
The customer reported the device is broken/damaged. No patient involvement.